Event description:
It was reported that a spectrum pump constantly displayed the "air-in-line" message. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "false air-in-line" alarms which were not reproduced. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive to air-in-line alarms and have been known to contribute to "false air-in-line alarms". The failed upstream sensor was replaced.